Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report an after battery change alarm, a low battery alert, and a no delivery alarm. The customer also reported several cracks on the case. The customer's blood glucose level was 280 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump passed the reset test with no alarm. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.